Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient was revised on (B)(6) 2018 due to broken insert. Additional information is going to provide from the customer. Update: when the patient stood up from the chair the strange noise was heard. Revision was due to instability of knee.

Manufacturer narrative:
Reported event: an event regarding crack/fracture of the post of a scorpio tibial ps insert resulting in joint instability was reported. The event was confirmed based on the review of the returned device. Method & results: product evaluation and results: the post fractured from the anterior side to the posterior side due to an overload condition; an indication the insert was loaded from the anterior side. The posterior end of an articulating condyle surface had material loss consistent with the explantation process. Backside impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as no information was provided for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the event was confirmed based on review of the returned device- the post fractured from the anterior side to the posterior side due to an overload condition; an indication the insert was loaded from the anterior side. The posterior end of an articulating condyle surface had material loss consistent with the explantation process. Backside impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient was revised on (B)(6) 2018 due to broken insert. Additional information is going to provide from the customer. When the patient stood up from the chair the strange noise was heard. Revision was due to instability of knee.